Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a planned treatment procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) analyzed the system onsite and confirmed that geometry errors. After reviewing log file, it confirms the suite pc comms error related to geometry. Upon functional analysis fse found no ac (alternating current) power to 1spc as well as can failure. Fse replaced amc triple servo drive hp-lp-lp, downloaded board software, after replacement of amc triple servo drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was given geometry errors and was unable to move. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.